Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and cannot operate on the touch panel. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a defective touch panel. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable to generate and control negative pressure, besides it cannot operate on the touch panel. No patient was involved because this was found during service and repair.